Event description:
Additional information was received from the patient representative. They reported that the patient continued to have too much urinary incontinence. They met with the manufacturing representative (rep) the last week of august and had also spoken to them on the phone for guidance on adjusting amplitude and changing programs. The caller did not answer when asked if they knew what programs the patient had already tried. No adjustments were made since the patient representative declined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they increased the stimulation about 5 days ago and it seems to be not as effective as before. Caller stated that the patient's level of incontinence has not improved in the last couple of weeks. Agent walked caller through connecting the handset and communicator to the implant. Caller was able to increase the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Additional information was received from the patient. Patient representative (patient rep) called back to report the prior therapy a djustment did not help. The patient rep reported they could not get patient in to the urologist for another 4 weeks. Patient rep stated patient was still having incontinence and that they lived in assisted living, where there wasn't always someone readily available to help patient. Agent suggested adjusting therapy. Patient rep will call back after charging handset. The patient rep called back and reports that the patient is still having symptoms. Helped caller connect to implant. The caller was expecting the device to be on 1.3 or 1.4, but it was on 1.0 and the patient rep thought it decreased by itself. The patient rep attempted to increase and it was painful for the patient. The patient rep decreased back down to 1.0. Agent walked the them thru changing programs. Caller will maintain stimulation and adjust as necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the device settings changing was not known. They thought the stimulation was being increased. Rep mentioned in appointment on (B)(6) 2024 that the program was not increased or changed. Rep was not available when the event occurred so called 800#. They think the issue was resolved. Looking forward to meeting new rep at appointment in late (B)(6).